Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation was not performed. Bezoar is a known complication of use of device. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2020, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that there was a bezoar at the end of jejunal tube. The device was replaced.